Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical devices: d274drg ICD, implanted: (B)(6) 2010 (B)(4).

Event description:
It was reported that the patient heard an alarm and went to the emergency room. The patient was told that they would need to have their right ventricular (rv) lead removed and replaced. Upon receipt of follow up information, it was stated that the rv lead had an unknown malfunction which may have been high thresholds or high impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.